Event description:
The customer has requested to have certification on the mommotome scm12 control module. No pt consequences reported.

Manufacturer narrative:
H3. Evaluation: based upon the inquiry info received visual and functuinal examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. 510(k) number is k99190.